Event description:
It was reported that on (B)(6) 2011 patient had an MRI and an hour later felt like she was being "tazzered where the pump is"; "doubled my tegratol-200mg am and 200mg pm along with is neurontin- 3600mg, tramadol-1500mg and added ibuprofen, these took the edge off." It was stated that patient "still screams and cries at night, no sleep for almost a month and during the day double over in my wheelchair." It was indicated that the doctor had "an idea the pump got hot and damaged the nerve that comes from the back to the front, didn't have it before the MRI." It was later reported that following the MRI the pump was checked to make sure it turned back on and it did. "It feels like a nerve is being pinched exactly where the pump is; maybe it was going to happen without the MRI." Patient visited the hcp; it was indicated that the pump was to be replaced in (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).